Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion on metal surface; there is indication of slight melting on metal cap output window; the outer flow tubing open end exhibits minor scratches. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the first fiber had "unusual flashing" @ 3,670 joules and 1:05 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used and it was reported to have a "broken mirror-flash" @ 244,136 joules and 30:22 minutes of use. The fiber was not cleaned during the procedure. A third fiber was used to complete the procedure. Patient outcome: no injury to patient. This report is for the second fiber.